Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll services at customer site. Mid05(post ext ram) error was confirmed, this error was a result of memory problem in the display head. The display head was replaced and device worked within specification without any malfunction. The customer reported complaint of the system exhibiting mid: 05 errors was confirmed. The root cause was determined to be a defective display head.

Event description:
It was reported that mid 05(post ext ram) error was noticed when the system was turned on. The therapy was started with another tgxp onsite. No patient consequences were reported.